Event description:
Same case as MFR#: 2134265-2012-05614. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter and guide wire became entrapped. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein. A 190cm/short taper/straight 014 thruway guide wire crossed the lesion and this 2mm x 40mm x144cm coyote es otw balloon catheter was selected for pre-dilation. The coyote balloon catheter became frozen on the thruway guide wire when the physician was attempting to withdraw the balloon catheter from the patient. Both devices were removed from the patient as a single unit successfully. The procedure was completed with another coyote es balloon catheter and thruway guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2012-05614. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter and guide wire became entrapped. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein. A 190cm/short taper/straight 014 thruway guide wire crossed the lesion and this 2mm x 40mm x144cm coyote es otw balloon catheter was selected for pre-dilation. The coyote balloon catheter became frozen on the thruway guide wire when the physician was attempting to withdraw the balloon catheter from the patient. Both devices were removed from the patient as a single unit successfully. The procedure was completed with another coyote es balloon catheter and thruway guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a guide wire. The complaint device tip was damaged and the inner and outer shaft was buckled adjacent to the edge of the strain relief, 10-14cm from the tip and 2-3cm from the proximal balloon bond. The guide wire was protruding 58cm from the hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen on the catheter. The outer diameter of the wire was .0137" , which was consistent with a .014" guide wire. The catheter was locked-up on the guide wire in the as-received condition. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).